Manufacturer narrative:
Follow-up #1: date of submission 05/24/2017. Device evaluation: the device has been returned and evaluated by product analysis on 05/23/2017 with the following findings: there was a pump reboot observed in the black box on the date of the complaint. The black box verified that the vp and vm were stead with no sudden drop prior to the pump reboot. The pump¿s electrical draws were within specification and no moisture was found in the battery compartment or internally. Internal components were inspected with no defects found. The pump was test for 24 hours with no errors, alarms or warnings, overheating or power loss duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature. There was no indication that the product caused or contributed to an adverse event.